Event description:
Removal of vp shunt. Valve found not to be intact (valve was broken at distal end) prior to being transferred to or. All pieces removed from pt. Dr measured piece (from clavicle to abdomen). Measurement verified and all pieces were removed from patient.